Manufacturer narrative:
Not available.

Event description:
This spontaneous case was reported by a consumer from the united states of america via social media. The reporter (consumer) reported using trojan condoms unspecified. As per reporter, "I used your condoms and still got chlamydia". No additional information was available. Medical history and concomitant medications-unknown.